Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with mild tortuosity and mild calcification. The armada 35 balloon catheter was inflated in the lesion for a first time, when the balloon ruptured at 8 atmospheres. There was no resistance during advancement or removal of the balloon catheter. The procedure was completed by further dilating the lesion with a fox sv balloon catheter. It was further reported that the armada had been was prepped (air aspirated) while inside the anatomy. There was no clinically significant delay in the procedure reported and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the armada 35 instruction for use (IFU) instructs to prepare the balloon prior to device introduction.